Event description:
The physician was using a mo ma ultra device to treat the right ica, which exhibits 99% stenosis was 20mm in length with severe calcification and moderate tortuousity. There was no abnormality noted during air purge procedure prior to use. However the external carotid artery (eca) balloon unexpectedly deflated after 3 minutes inflation during treatment of the lesion. The eca balloon was re-inflated but the balloon deflated after 2-3 minutes. The operation was continued by re-inflation of the eca balloon. No health damage to the patient. Physician's comment: we have experienced balloon deflation several times. Therefore the connection with 3-way cock instead of one-way cock which is provided in packaging may be the cause the issue.

Manufacturer narrative:
(B)(4). Results - use of 3 way stop cock during procedure instead of the one way stop cock provided in packaging. Device discarded. Conclusion: use of 3 way stop cock during procedure instead of the one way stop cock provided in packaging.

Manufacturer narrative:
Patient is a smoker who has a history of hypertension and dyslipidaemia. On the day of the index, after dilation of the distal balloon and proximal balloon, the distal balloon started to shrink while checking the blood flow interruption, and therefore the balloon was dilated again. However, the balloon shrank again as the time elapsed. Thus, the distal balloon was redilated. It did not cause any problem to the blood flow interruption because redilation was performed immediately after the shrinkage of the balloon was confirmed. Then, the procedure was completed with no further issues. The shrinkage of the distal balloon was considered attributed to the connection failure caused by use of the three-way stopcock that was not a device component, and therefore, the event was deemed to have no causal relationship with the device but has relationship with the procedure. No adverse effect on the patient.